Event description:
It was reported that the patient underwent a posterior lateral fusion at l1-s1. It was reported that the rods broke on both sides due to non-union and the patient was experiencing pain. The patient underwent a revision surgery 4-5 years after the initial surgery to remove and replace the hardware. No additional complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.